Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed false (B)(6) result on the architect i2000sr analyzer. The following data was provided for a (B)(6) year old pregnant female: (B)(6). The sample was (B)(6) on elisa. The result returned from the cdc as indeterminate. Customer service suggested running rna testing. There was no impact to patient management reported.

Manufacturer narrative:
On sept 23, 2019, the suspect medical device was updated from ln 04j27-27 to 04j27-74 and form lot 04485be00 to 04485be03. An evaluation is still in process, a follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.